Event description:
It was reported the pt (B)(6) experienced a fall and lost the ability to increase the amplitude for her stimulation. A diagnostic test revealed impedance issues for several lead contacts. Efforts to recapture effective stimulation via reprogramming were unsuccessful. As such, surgical intervention was undertaken to replace the pt's lead. Therapy was restored for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.